Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented for an interrogation after being lost to follow up for two years. Another manufacturer's field representative contacted boston scientific technical services (ts) as upon interrogation the lead safety switch (lss) had been triggered which changed the polarity to unipolar for the pacemaker and right ventricular (rv) lead. The lls was triggered due to high out of range pacing impedance measurements of greater than 2500 ohms for this pacemaker dependent patient. A fracture was suspected. It was noted that the rv lead threshold measurements were within normal limits. The other manufacturer's field representative stated that a revision procedure was being discussed for the following day. Additional information was received that a revision procedure did occur where the fracture on th rv was visualized when the pocket was opened. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.